Manufacturer narrative:
Complaint investigation underway.

Event description:
A 76 male with uncontrolled diabetes received a routine tcar and took an image to stop short of the bifurcation. Upon insertion of the enroute .014 wire, the wire bent as soon as it came out the tip of sheath. The physician exchanged for a new enroute .014 wire. The physician did not feel resistance but the wire was behaving like it was in a dissection plane. There was a small dissection at the tip of the sheath. The physician tried to advance a gladius .014 wire in the true lumen with no success. Flow reversal was stopped, arterial sheath removed and pre-sutrure closed. The physician re-stuck above the original access site. No resistance felt with advancement of mpk sheath and wire, nor with the .035 wire and arterial sheath. However, upon insertion of a new gladius .014 wire, it would not advance. Flow reversal was stopped, arterial sheath removed and pre-suture closed again. Tcar converted to cea with shunt.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A (B)(6) male with uncontrolled diabetes received a routine tcar and took an image to stop short of the bifurcation. Upon insertion of the enroute .014 wire, the wire bent as soon as it came out the tip of sheath. The physician exchanged for a new enroute .014 wire. The physician did not feel resistance but the wire was behaving like it was in a dissection plane. There was a small dissection at the tip of the sheath. The physician tried to advance a gladius .014 wire in the true lumen with no success. Flow reversal was stopped, arterial sheath removed and pre-suture closed. The physician re-stuck above the original access site. No resistance felt with advancement of mpk sheath and wire, nor with the .035 wire and arterial sheath. However, upon insertion of a new gladius .014 wire, it would not advance. Flow reversal was stopped, arterial sheath removed and pre-suture closed again. Tcar converted to cea with shunt.